Manufacturer narrative:
The customers¿ report of medication remaining in the syringe when the infusion was completed was confirmed. Physical inspection of the device noted the instrument seal was intact. There were no other anomalies observed. Review of the log shows that on (B)(6) 2019 at 9:15am the source syringe module was programmed to deliver gentamicin (garamycin) (drug ID 117) using a bd 1ml syringe, the profile in use was identified as ¿neonate 0-5 kg¿. The source syringe module received a remote IV for drug ID 117, patient weight 0.72, drug amount 3.5mg, diluent volume 0.7ml, dose 4.8611mg/kg, concentration 5mg/ml, rate 0.645ml/hr and a vtbi 0.645ml. The syringe module clamp opened, user selects and confirms a bd 1 syringe with a volume of 0.645ml and infusion is started pvi 6.4384ml. At 10:00 am syringe module alarms for check syringe pvi 6.9179ml. At 10:06am the syringe module receives a remote IV for drug ID 117, patient weight 0.72, drug amount 3.5mg, diluent volume 0.7ml, dose 4.8611mg/kg, concentration 5mg/ml, rate 0.6558ml/hr and a vtbi 0.1421ml. The syringe module clamp opened, user selects and confirms a bd 1 syringe with a volume of 0.1421ml and infusion is started pvi 6.9179ml. At 10:21am syringe module completes infusion pvi 7.06ml, user silences pcu. Functional testing resulted in the device passing plunger force accuracy and barrel clamp accuracy test. The device failed plunger position accuracy test. The syringe module was then calibrated successfully. After calibration was performed the syringe module was again tested for accuracy, test results show the device passing plunger position accuracy. The root cause of the customers¿ report of medication remaining in the syringe when infusion was completed was determined to be the result of the user stopping the infusion early. The log indicates the user changes the vtbi to infuse the remaining volume of 0.1421ml.

Event description:
It was reported that the syringe had medication remaining when the infusion was complete. A primary 1ml infusion of gentamycin 3.5mg/d5w 0.7ml was infusing at a rate of 0.7ml over one hour in the nicu. The patient was an extremely low birth weight infant hospitalized for observation of a suspected infection in which this event caused the antibiotic medication to take longer to be infused than expected. There was no harm reported to the patient.

Manufacturer narrative:
Concomitant medical products: 1 ml bd syringe; non-bd set; microclave; 10 ml bd syringe ref (B)(4) lot 621811b exp 2019/08/04, therapy date 3/1/19. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Additional patient information: extremely low birth weight neonate; suspected infection; age: (B)(6) hours.

Event description:
It was reported that the primary infusion of gentamycin 3.5mg/d5w 0.7ml that was infusing at a rate of 0.7ml over one hour while using a 1ml syringe had medication remaining in the syringe when the infusion had completed. Although there was no harm caused to the neonate patient, this nicu patient was an extremely low birth weight infant in for observation of suspected infection in which this event caused the antibiotic medication to take longer to be infused than expected.